Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a seroma around the pump after the placement of the new pump. A culture was performed and results were no infection. Ten weeks after surgery the pocket opened and bloody serous fluid came out. On (B)(6) 2015 the pump was surgically moved closer to the belly button. The previous site was closed and after she started to get bloody drainage through the staples. The dressing was changed daily. The patient experienced a 102 fever and was placed on oral keflex four times per day. The fever went down within 48 hours. The patient went to the hospital on (B)(6) 2015 for pain management for rsd and crpd (pre-existing to the pump implant). On (B)(6) 2015 the patient had a new seroma over the new pump pocket site. The seroma was tested for infection and it was negative. The patient started to get a low grade fever (B)(6) 2015. No other intervention has been performed. The hcp considered explanting the pump to give the area a rest. The pump was delivering baclofen. Cause of the event, interventions, troubleshooting/diagnostics, and final patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n175922028, implanted: (B)(6) 2009, product type: catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information from the healthcare professional indicated that fluid was aspirated and sent for culture and sensitivities. There was no growth of bacteria.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the patient was receiving intrathecal baclofen (unknown lot number) 2000 mcg/ml (dose 924 mcg/day) via an implanted pump. The start date of the drug therapy was the operation date of (B)(6) 2015 and the therapy was ongoing.